Manufacturer narrative:
The field service engineer (fse) discovered loose tubing at feed through fitting, ff78. The fse refitted the tubing at ff78 and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, loose tubing at feed through fitting, ff78, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported cleaner solution leaked from the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. The facility has an exposure plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.